Event description:
Ventillator went blank and stopped ventilating. No alarm. When reset, ventillator stayed blank with no alarm. Puritan bennett support indicated problem with alarm buzzer or on/off switch could result in this. This was checked, but no error codes. Oversight in not reporting voluntary report. Discovered recently. Previously reported to MFR and another organization.